Event description:
Customer reported the tubing had been attached to the pt, saline was infusing prior to chemo being hung. The pt noted a damp spot on his clothing. The infusion was stopped, the tubing was examined and a puncture was found. No adverse effect on the pt. Customer stated no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.